Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were no visual indications of dried fluid found within the cassette compartment. There were no visual indications of particulates found within the cassette compartment. There were no burrs or sharp edges in cassette compartment that may have punctured a cassette membrane. Upon power up, the display remained dim. It was identified that the cause for the dim screen was due to an internal short with signs of thermal decomposition present transformer (t1) on the inverter board. A known good inverter board was installed, and the display became fully operational. The patient sensor check failed. Failure due to a defective patient sensor 2. Removed test inverter board at the end of testing. An internal inspection of the cycler showed that there were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. The mushroom head check passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed, and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the patient received a patient pressure not constant warning in step 1 of setup. The patient was not connected during the incident. The patient sensor 2 could not be calibrated. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. Upon follow up, the patient confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient did not complete treatment. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short with signs of thermal decomposition on the transformer on the inverter board was identified.

Event description:
It was reported that the patient received a patient pressure not constant warning in step 1 of setup. The patient was not connected during the incident. The patient sensor 2 could not be calibrated. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. Upon follow up, the patient confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient did not complete treatment. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short with signs of thermal decomposition on the transformer on the inverter board was identified.